Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the customer's shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer opted to use an alternate form of insulin therapy to ensure delivery was not interrupted and acknowledged the plan to return the problematic pump using a prepaid label within ten days.